Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "Customer claims the uim (user interface module) on this ventilator goes off by itself and the problem is intermittent, customer is requesting for field service to come in and correct this problem. The ventilator was not on a patient when the problem occurred."

Manufacturer narrative:
Carefusion factory service department evaluated the alleged faulty user interface module (uim), verified the complaint and determined that the reported event was caused by a malfunctioning control board. The control board was then evaluated by the carefusion failure analysis lab. The carefusion failure analysis lab confirmed the failure and determined that this is a known issue with the vintage of this control board. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
(B)(4). The carefusion field representative installed a replacement user interface module (uim) and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. The carefusion factory service department evaluated the alleged faulty user interface module (uim), verified the complaint and determined that the root cause of the reported event was a faulty control board.